Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Handpiece does not get hot while running and during cut test. Bearings are noisy and gritty feeling when spun by hand. Both bearings failing. No signs internally of overheating or getting hot.

Event description:
It was reported that a midwest tradition handpiece overheated; no injury resulted.